Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient had a lot of fluid around both incision sites. It was stated that the patient was experiencing discomfort and swelling in the incision sites and purulent discharge was aspirated from the patients body. The patient was given antibiotics and underwent an explant procedure. The explanted devices were not returned as they were disposed of by the medical facility.